Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the validation code provided was invalid. A technical support specialist advised the pharmacy to send over a new order via as400 to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis medbank system provided an invalid validation code. User couldn¿t process norco 5-325 for patient due to an invalid code from pharmacist. The code didn¿t match the patient¿s profile ID format. User attempted an override without an order, but active orders exist and they lack override access. There were no adverse events or injuries reported based on this incident.